Event description:
It was reported that the material was defective. Through follow up, we learned that the preloaded intraocular lens (iol) had a large scratch across it and one of the haptic areas had been torn out. The issue was identified intraoperatively; the iol was inserted and then removed from the eye during the same procedure. The lens was cut during surgery and it was discarded upon removal. An iol from another company was successfully implanted. No further details were provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.